Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: date of the first op and re-op? 1st op (B)(6) 2014 , 2nd op (B)(6) 2014. Age, gender and weight of the de patient? (B)(6). Are the op and re-op records available? Yes. Patient¿s current status? Still in hospital. What was the diagnosis? Metastasized gist tumor of proximal stomach. Was the patient subjected to chemotherapy or radiotherapy? No. Concomitant diseases? Obesity. Did the device function as intended? Were ther any noticeable difficulty to use the device (e.g. Higher force required to fire)? Yes. Was there an audible crunch sound at firing? Yes. What staple height was selected? 1,5 mm. Was the leakage test performed? Was it ok? Yes, with methylene blue. Were the doughnuts complete? Yes. When did the patient present symptoms of anastomosis insufficience? One week post op. Infection parameter showed, two days later a CT was performed. How did the anastomosis look like during the second op? Was there a leakage noticeable? Yes, one third of suture line was dehiscent. Was resected tissue from the second op tissue analyzed? Yes. Were staples visible (in the tissue or loose, only partially or along the whole resection cut? Yes, partially, dehiscent part of suture line. How did the staples look like (proper b-formed, malformed or unformed)? Deformed and broken. Did they use the double-stapling- technique used to perform the anastomosis? No, purse string suture.

Event description:
It was reported that during an esophagojejunostomy procedure, anastomosis got open after ten days, surgeon showed one unformed staple, second resection with same like device. Device will not be returned.

Manufacturer narrative:
(B)(4). Additional information: staple. The analysis results found that only one staple was returned for analysis. The staple was noted to be not properly formed. While no conclusion could be reached as to how the staple did not form properly, it should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. It should also be noted when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place resulting in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. Please reference the instructions for use for additional information. Event describe could not be confirmed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.